Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Between (B)(6) 2015 and (B)(6) 2016 the maximum rv pacing impedance rose from 638 ohms to 2509 ohms. There were zero short circuit paces and zero non-physiological senses observed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. Between (B)(6) 2016 maximum rv capture threshold rose from 0.625 to 2 v.

Event description:
It was reported that the right ventricular lead had high impedance and an increase in threshold over a few month period. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.